Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty cycler/fresenius products and the development of the abdominal hernia requiring corrective outpatient surgery exists. Additionally, there is a causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The patient recovered well from the surgery without reported issues or complications. The actual device was returned to the manufacturer. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. A peritoneal dialysis (pd) patient reported he had required hernia surgery. Follow-up was made with the pd patient¿s clinic registered nurse (rn), who stated the pd patient underwent an outpatient surgical procedure for umbilical/ abdominal hernia repair (with mesh per patient) on (B)(6) 2017. The pdrn confirmed an outpatient surgical intervention was performed on an umbilical hernia without complications, and the patient additionally revealed undergoing abdominal hernia repair, where there was a mesh material was applied around pd catheter area. The patient also stated that he had seen blood in the patient lines for the first couple of treatments after the surgery. It was confirmed that he had been completing all of pd treatments on the cycler.

Manufacturer narrative:
Conclusion: a temporal relationship exists between ccpd therapy with the liberty cycler/fresenius products and the development of the abdominal hernia requiring corrective outpatient surgery exists. Additionally, there is a causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The patient recovered well from the surgery without reported issues or complications. The actual device was returned to the manufacturer. A supplemental medwatch report will be submitted upon completion of the investigation. The actual device was returned to the manufacturer. However the cycler was repaired before testing was conducted. There were no discrepancies noted during the repair. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. A peritoneal dialysis (pd) patient reported he had required hernia surgery. Follow-up was made with the pd patient¿s clinic registered nurse (rn), who stated the pd patient underwent an outpatient surgical procedure for umbilical/ abdominal hernia repair (with mesh per patient) on (B)(6) 2017. The pdrn confirmed an outpatient surgical intervention was performed on an umbilical hernia without complications, and the patient additionally revealed undergoing abdominal hernia repair, where there was a mesh material was applied around pd catheter area. The patient also stated that he had seen blood in the patient lines for the first couple of treatments after the surgery. It was confirmed that he had been completing all of pd treatments on the cycler.